Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the hospital due to diabetic ketoacidosis (dka) in june. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Event description:
During a follow-up call on (B)(6) 2017, the customer reported that the customer went to the emergency room (ER) for a blood glucose (bg) level of 488 mg/dl with high level of ketones. Reportedly, the customer thought that the suspected cause of bg level was due to having a cold/virus. The customer then experienced diabetic ketoacidosis (dka) and was admitted to the intensive care unit (ICU) on (B)(6) 2017 and treated with intravenous insulin. Reportedly, the customer's health care provider thought there was an underlying pump issue. Pump history showed no alerts or alarms around the time of hospitalization. Approximately 1-2 days later, the customer was released from the hospital with the issue resolved.